Event description:
It was reported that during a atrial septal defect closure procedure, a 14f fast cath introducer was used. Reportedly, the valve of the introducer leaked. The pt's groin bled and the pt was transfused with one unit of blood. The doctor changed the fast cath introducer for another and the same thing happened.

Manufacturer narrative:
Two 14f, 12cm, fast-cath hemostasis sheaths were visually inspected and functionally tested. Both sheaths had distal tip edge damage, consistent with forcible contact. Functional testing of the first device revealed high pressure seal leakage of <1 drop/first minute with no subsequent leakage, and low pressure seal leakage of >30 drops/first minute with subsequent leakage; the leakage rate/quantity provided in the complaint description was confirmed for this device. Functional testing of the second device revealed no high pressure seal leakage, and low pressure seal leakage of <1 drop/first minute with no subsequent leakage. The first device was disassembled. A gap was noted in the seal slit, consistent with the aforementioned leakage, and tears were noted at each end of the slit; the damage was consistent with device insertion and/or removal. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The fast-cath introducer instructions for use (IFU) state that a hematoma or excessive bleeding at the vascular access site is a complication that may occur during the use of the device. The fast-cath introducer instructions for use (IFU) instruct the user to not attempt to insert a catheter having an outer diameter larger than the indicated introducer size. The fast-cath introducer instructions for use (IFU), instruct the user to remove components and make catheter exchanges slowly in order to not create a vacuum in the introducer.